Manufacturer narrative:
Other, other text: additional information: DHR information added needed to be added. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, under infusion was noticed. It was reported the cassette reservoirs didn't work on any pump. No patient injury reported.